Manufacturer narrative:
It was reported that the gauze sponges tear easily and this left small pieces of lint onto patients' wounds. No information was provided about the type and location of the wounds. Reportedly, linting was not identified during inspection of the gauze sponges prior to use. It was denied that the gauze sponges were unfolded beyond the first fold. After noting lint on the patients' wounds, it was reported that irrigation with normal saline and light debridement was required. The patients are reportedly doing well at this time. There was no serious injury reported related to this event. Due to the reported linting onto the patients' wounds and the required irrigation and light debridement, this medwatch is being filed. Samples were not returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that small pieces of lint from gauze sponges reached patients' wounds, which required irrigation and light debridement.